Manufacturer narrative:
Concomitant med products: battery reciprocator devices, battery reamer/drill devices, battery oscillator devices. The reporter¿s complete address was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the control unit was not functioning and was defective. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 6 for the same event: it was reported from (B)(6) that the battery reciprocator devices, battery reamer/drill devices and battery oscillator devices had water leakage after washing and dry. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.